Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter was confirmed and was determined to be use related. The product returned for evaluation was a 4fr single lumen powerpicc solo catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and two splits were observed at the 10cm depth marking. One of the splits was circumferentially aligned and the other split was longitudinally aligned. The catheter splits contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned. ¿ fracture edges which were rounded and polished due to repeated material wear. ¿ 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported oncology department had a fractured line. Patient was receiving chemo, experienced extravasation. PICC secured with secureacath. Additional information 8/23/2024: it was a partial break; the patient was treated with antibiotics for tissue injury. Additional information received 8/26/2024: it was reported PICC placed (B)(6) 2024, removed (B)(6) 2024. Total length of catheter was 46cm. PICC inserted into the right brachial. External length was 6cm, secureacath placed at the 6cm mark. PICC dressed in a j-loop back up the patient's arm, site cleaned with chlroaprep. Drugs infusing carboplatin. PICC was not used for CT scan.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported oncology department had a fractured line. Patient was receiving chemo, experienced extravasation. PICC secured with secureacath. Additional information 8/23/2024: it was a partial break, the patient was treated with antibiotics for tissue injury. Additional information received 8/26/2024: it was reported PICC placed 11.7.24, removed 12.8.24. Total length of catheter was 46cm. PICC inserted into the right brachial. External length was 6cm, secureacath placed at the 6cm mark. PICC dressed in a j-loop back up the patient's arm, site cleaned with chlroaprep. Drugs infusing carboplatin. PICC was not used for CT scan.

Event description:
It was reported oncology department had a fractured line. Patient was receiving chemo, experienced extravasation. PICC secured with secureacath. Additional information 8/23/2024: it was a partial break; the patient was treated with antibiotics for tissue injury. Additional information received 8/26/2024: it was reported PICC removed 12.8.24. Total length of catheter was 46cm. PICC inserted into the right brachial. External length was 6cm, secureacath placed at the 6cm mark. PICC dressed in a j-loop back up the patient's arm, site cleaned with chlroaprep. Drugs infusing carboplatin. PICC was not used for CT scan.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter was confirmed. The product returned for evaluation was a 4fr single lumen powerpicc solo catheter. Repetitive kinking of the indwelling catheter appears to have contributed to the observed leak; however, the specific circumstances surrounding how kinking developed into a fracture within the catheter tubing were ultimately unknown. The returned product sample was evaluated and two splits were observed at the 10cm depth marking. One of the splits was circumferentially aligned and the other split was longitudinally aligned. The catheter splits contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned. ¿ fracture edges which were rounded and polished due to repeated material wear. ¿ 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together. This complaint will be recorded for future trending and monitoring purposes.